Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that after examining the lesion with an ivus catheter, mild calcification was found to be present, proximal to the lesion. Dca was performed, but the balloon ruptured when dca was performed for the second time at 30 psi. Thus, the flexi-cut device was replaced with a new one and cutting was done 10 times at 4-6 atm. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident. Balloon ruptures may occur due to, but not limited to, manufacturing issues, materials, mechanical damage, handling of the device during use, over inflation and/or interaction with patient anatomy or interaction with associative devices. In this instance, it was reported that the target lesion had mild tortuosity, mild calcification, and 90% stenosis which may have contributed to the failure. Since the device was able to be prepared for use, and used for several cuts, this failure appears to be related to the circumstances during the procedure; however, without the device to analyze a root cause for the reported discrepancy cannot be definitively determined.